Manufacturer narrative:
The left distal superficial femoral artery (sfa) was treated with two opta pro balloons (5 x 40 mm and 6 x 20 mm); maximum pressure used for dilatation was 10atm. Of note, the lesion had a heavily calcified stenosis requiring repeated and prolonged inflations and short segment angioplasty with 6mm balloon to obtain satisfactory result. Percentage stenosis after dilatation was 20%. No dissection was reported. Medication at baseline: aspirin, statins and low-molecular-weight heparin. Buprenorphine patch, iron sulphate, sodium docusate, lansoprazole, tramadol and paracetamol. The patient returns 24 hours (post procedure) and severe restenosis of the index lesion was seen in the duplex arterial exam therefore re-angioplasty with stenting was performed three days after the onset of the restenosis. Post stenting there was good radiological result with preservation of run off vessels. Four months post index procedure, moderate leg ulcer deterioration was reported. Per medical personnel, it was possibly related to the device and unlikely related to the procedure. The outcome is ongoing.

Event description:
Report received indicated that patient was enrolled in the study. Balloon angioplasty was performed to the left superficial femoral artery (sfa) however the lesion restenosed the next day and a stent was implanted three days later. Additionally, there was leg ulcer deterioration reported four months post procedure. At 24 hours prior to procedure, the patient was given 75mg/day of aspirin. Heparin was given at the beginning of the procedure; total dose of heparin used during the procedure was 5000iu. Type of contrast agent used was visipaque/270 for a total amount of 160ml. Access method was percutaneous and puncture site ipsilateral. The vessel anatomy at the lesion site was straight, type of lesion de novo and calcified. The total lesion length was 50.6mm, of which 50.6mm was occluded. Lesion location was 48mm above the upper border of the patella. Reference vessel diameter was 4.1mm.